Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse called to report a pd patient experienced an m31 air in cassette during drain 0 phase of treatment. The nurse helped the patient bypass to fill 1 and a patient line (pl) blocked error message was encountered. The nurse unclamped the pl but still received the pl blocked error message. The pd nurse reported a fluid leak from one of the unused lines. Upon follow up, the pd nurse in charge at the clinic stated that to her knowledge the patient had left the clinic and did not have any averse events to report.